Event description:
It was reported to philips that the system's host computer experienced intermittent problems, which can impact a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.